Event description:
Laparoscopic cholecystectomy performed using co2 for inflation of abdomen. Fog developed in abdomen (first case). Further testing on tank by co results; o2 cylinder check, o2 concentration - 0%, co - non detected, - 43 degree - dew point.